Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on system for a cautery test and performed with no issues. The instrument passed electrical continuity testing. The instrument had zero uses remaining. An additional observation not reported was a frayed pitch cable found at distal clevis hub. No damage was found at the clevis. The frayed segments were in various lengths. The grip cable was also found derailed. The grips could still fully open and close but movement and functionality may not be precise. The idler pulley exhibited rim and face damage as well. The customer reported complaint does not itself constitute a MDR reportable event; however; enter the failure information here, such as tube abrasions ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure a fenestrated bipolar forceps instrument was not coagulating. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.